Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door kept failing. A field service engineer (fse) found that the remote manager had failed upon arrival. The light on the remote manager box flashed as if the door were open when it was closed, indicating a likely microswitch issue. Replaced the latch and tested the remote manager using the open or close latch test in the hardware test application. The test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door had continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.